Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that (B)(4) issued to sorin biometrics (B)(4) (dated (B)(4) 2009), sorin is filing this MDR at this time.

Event description:
The subject lead was explanted after 10 days as a precautionary measure. The physician suspected that the lead may have caused dizziness.